Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation.

Event description:
Healthcare professional reported a patient was injected in the lip area with one syringe of juvéderm® ultra xc. The patient experienced ¿a vascular occlusion on the inside of the lip¿ the patient was treated with ¿a hyper baric chamber.¿ the physician feels ¿something has changed with the filler or the plunger¿ causing it to penetrate the walls of the arteries.